Event description:
During anastomosis, suture broke. A cardiac surgeon was the user of this device. There were no sequelae after this event. The sutures were sent to the MFR, and a report was returned to the facility which stated, "the reported condition could not be confirmed. There were no abnormalities noted." The sutures were tested for tesile strength, and they exceeded required specifications for the product. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.